Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding is determined to be use issue because the bleeding is caused form the 2 arterial sticks that happened during the procedure and manual pressure is held for 2 hours to control the bleeding. Vascular damage- peripheral vessel: the root cause of vascular damage is determined to be use issue because the doctor hit the femoral artery 2 times with the 18g needle during the insertion.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. When attempting to gain access for the impella rp flex implant, the staff accidentally hit the femoral artery twice with a 18 gauge needle. Activated clotting time was 280 at that time. Once access was obtained, the impella rp flex was placed without issue. However, when ready to leave the catheterization lab, the patient's blood pressure began to decrease, and a hematoma was discovered via computed tomography. The patient received four units of packed red blood cells/plasma/platelets and manual pressure was held for two hours to manage the condition. The patients blood pressure stabilized. The patient passed away after support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿